Manufacturer narrative:
A patient experiencing auto reducing due to high impedance was reported to abbott. In an update it was reported surgery took place (B)(6) 2023. Both leads were explanted and replaced. Effective therapy was restored. The explanted leads had high impedance on all contacts. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-05030. It was reported that the patient was experiencing auto-reducing following a fall. Impedances were checked and it was discovered that the patient's leads had high impedance on all lead contacts. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored with no impedances.